Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had quantity error. A technical support specialist (tss) received a call from the customer stating he was unable to issue an item because the quantity showed zero, although the customer indicated stock was available. The customer did not have permissions to perform a cycle count. While another employee was being contacted to complete the cycle count, the customer was informed that the items were already in the cart. No issues were present at that time. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue item due to the quantity displayed as zero. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.